Manufacturer narrative:
Event date: exact date unknown, event occurred four months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the explanted device will not be returned.